Event description:
It was reported that the device does not recognize the set. There was unknown patient involvement.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The root cause was a broken microswitch. The microswitch was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.